Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported shaft tear was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the noted balloon rupture and reported leak; however, factors that may contribute to ruptures and leaks include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. The reported inflation problems and material deformation appear to be related to circumstances of the procedure as it is likely the noted rupture and reported leak caused the inflation problems. Interaction with the guiding catheter during removal likely caused the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with mild calcification in the right coronary artery (rca). A 2.5 x 33 mm xience sierra stent delivery system (sds) was advanced to the target lesion without resistance balloon inflation was performed but the balloon did not inflate. The indeflator was pressurized to the rated burst pressure, but there was no increase in the pressure gauge and the balloon did not inflate. Therefore, the sds was removed and the outside the patient anatomy, it was noted that blood was inside the sds. Additionally, it was noted that the proximal edge of the stent implant was severely damaged. A new non-abbott sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.